Event description:
It was reported that the patient presented in the operating room for a scheduled system extraction due to infection. It is not known when the infection was first noted. The device and lead were explanted without adverse event. Additionally, it was noted that the lead showed an insulation breach in the pocket. There were no noted lead measurement issues. The patient¿s status remained stable throughout and after the procedure.